Event description:
Successful trial of medtronic neurostimulator of 2009 trial reached my feet. Decided after much discussion with doctors, and medtronic vendor reps, to have the implant. Medtronic's reps informed that they could be reached any time for support or questions, and they phoned at least weekly. Scheduled for implant surgery approx three months later. Everything went fine until anesthesiologist began to administer anesthesia drugs. At that time, medtronic reps burst into pre-op cubicle, and one, attacked me in a very terrifying manor, threatening additional surgery or death if I even sneezed or vomited. She was confrontational, and got in my face as I was going under sedation, which upset me very much. My husband witnessed her attack on me. At that point, I refused the surgery, but was eventually sedated enough that I was unable to stop the surgery at that time. Since my surgery, I have contacted medtronic patient services twice, and was assured that they would take care of it. They did not. I have received no communication from medtronic, from their end, since before the surgery, and confrontation in pre-op. I was able to reach a trainee who finally programmed the unit two weeks later. At that time, he seemed unsure how to program the device, and the stimulation did not reach my feet. He told me that sometimes it can't reach feet, and my foot pain was the reason for the implant in the first place. On may 6 and may 28, I called patient services to complain about their vile treatment of me in pre-op, and to get the device programmed. On may 6, I was informed that they would handle the complaint, and told not to put the complaint in writing in a letter to the company. On may 28, I was informed by medtronics, that stimulation should reach my feet, and that they would have someone reprogram it. Again, I requested to write a letter, and was told that was useless, as it would make no difference as it would simply come to them, and the handle all complaints over the phone. I have not heard from them in 10 days. I have tried to get information from my pain doctor, but was told by his office that if I didn't like the program, I could not turn off the device, and must have it disimplanted immediately. This is not what I was told by medtronic. Certainly the FDA would not improve and implantable device, and require no support from the manufacturer, which is what has happened in my case. Further, since co rep traumatized me so severely in pre-op that I now have flashbacks and nightmares, I have possibly permanent disorder resulting directly from her actions, and I must have this device surgically removed because I cannot get any follow up support from medtronic. I do not believe medtronic should be licensed for a device for which they provide no support once the device is implanted in a human body. Dose or amount: na. Frequency: na. Route: intradiscal. Dates of use: occasional, inop. Diagnosis or reason for use: polyneuropathy in both feet. Event abated after use stopped: no. Event reappeared after reintroduction: yes.